Event description:
Because, the patient had lost 50 pounds, the pump moved around like it was independent. The patient could see the pump moving around in the pump pocket; she could flip it on her own; she could see it through her skin; and she could feel the port through her skin. It was painful to the touch. The patient still had more weight to lose, so the hcp (healthcare professional) wanted to wait to do a revision because, she could possibly lose more weight. If the patient moved over the arm of a chair it was very sore. Sometimes the exercises that the patient did for her knee since it was replaced (B)(6) 2014 made her sore all over; she didn¿t think that her stomach should hurt where the pump was located. When the patient stood up, the pump was flat. When she sat down, it wasn¿t. The device system was delivering hydromorphone at the time of this report. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).